Event description:
It was reported that a patient was brought back to the operating room due to infection four weeks post-operatively after zipfix were implanted. Treatment for the infection was administered and the zipfix product was removed. The sternum was stable and bone healing complete. It should be noted that the surgeon believes the infection occurred due to unspecified comorbidities. The infection cleared with treatment and removal of device this is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.